Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and it was advised that the customer can continue using the pump.